Manufacturer narrative:
The authorized service provider (asp) replaced the power cord, after which the issue was resolved. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The device was restored to factory settings and returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the service engineer on the v60 indicating that the power cord exceeds the resistance limits set in the test. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
E1 information: (B)(6).